Event description:
It was reported there was a lead impedance warning for the right ventricular (rv) lead with high impedance on the left ventricular (lv) lead tip to rv coil. It was noted there was a possible lead fracture and insulation damage in the proximal portion of the lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to melting. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. Rv pace lead impedance was 1026 ohms on (B)(6)-2014. (B)(4).